Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that post operatively, 6 weeks post surgery, it was noted that during a scan/x-ray of the patient a "disc like object" was observed within the patients anatomy. No report of a stryker blade break was reported in this event. This event is being reported out of an abundance of caution based on the appearance of the fragment on the x-ray" in the event description. No further information was provided.

Manufacturer narrative:
B1, b5, h1 & h6; this event is being reported out of an abundance of caution based on the appearance of the fragment on the x-ray" in the event description. This event is being reported out of an abundance of caution based on the appearance of the fragment on the x-ray" in the event description. It was further reported that no additional surgery was performed and no adverse consequences or post operative complications were reported. H6: the quality investigation is complete. H3 other text: device not available for return.

Event description:
It was reported that post operatively, 6 weeks post surgery, it was noted that during a scan/x-ray of the patient a "disc like object" was observed within the patients anatomy. This event is being reported out of an abundance of caution based on the appearance of the fragment on the x-ray" in the event description. It was further reported that no additional surgery was performed and no adverse consequences or post operative complications were reported.